Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. The customer stated that, had trouble with quick set and was not locked and not getting insulin and was not wet at the site but could smell the insulin when she touched it and quick release was not locked into place. The insulin pump will not be returned for analysis.